Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered st segment elevation and heart block requiring surgical intervention (intracoronary stent placement). Post-procedure, after all catheters and sheaths were pulled and heparin reversal agent given, st elevation and heart block (unspecified) were confirmed via ECG. Intracoronary stent was placed. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Medical history includes coronary artery disease involving multiple vessels (requiring follow-up for future surgical intervention) and significant tobacco usage. Patient will be scheduled for follow-up as they require open heart surgery. The physician stated that it was lucky that this event occurred at this time as it saved the patient from multi vessels heart disease. The physician¿s opinion regarding the cause of this adverse event is that it was related to patient pre-condition. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.